Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that foreign material could not be removed from the auxiliary water channel even if the correct reprocess is performed due to damage on the device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 on the initial MDR, the aware date should have been nov 6, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified, there was no deviation from the instruction for use in reprocessing steps for the area where foreign material remained. In addition, there was no physical damage found at the location where the foreign material remained. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.